Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("anxiety") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury deleted and new events pelvic pain, vaginal bleeding, menorrhagia, dysmenorrhea (cramping), weight gain, depression, anxiety and abdominal pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.